Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with hysterectomy due to pelvic pain and urinary urgency. The patient experienced extreme pelvic pain, painful urination, painful sexual relations. It was reported the patient underwent release of mesh in 2005, in 2006, and in 2010. The patient had laparoscopy done in 2013 due to pain. No additional information was provided. (B)(4).